Event description:
It was reported by the customer that the first catheter leaked blood from the thermistor line and then gave false pressure readings. A second catheter was used and the same event occurred. There were no patient complications reported.

Manufacturer narrative:
The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of product malfunction. The details of device evaluation will be filed in a follow up MDR report. Follow-up report will be filed if additional information becomes available.